Event description:
It was reported that the two foley catheter had leaked and fell out. Follow up via phone on (B)(6) 2021 water leaked from the balloon which then resulted in urine leaking from the meatus. On (B)(6) 2021 another catheter leaked from the balloon. The balloon was inflated with 10cc and about 5cc leaked out .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿balloon not completely sealed to shaft ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two foley catheter had leaked and fall out. Follow up via phone on (B)(6) 2021, water leaked from the balloon which then resulted in urine leaking from the meatus. On (B)(6) 2021, another catheter leaked from the balloon. The balloon was inflated with 10cc and about 5cc leaked out.